Event description:
A customer reported that their pump was not charging well. There was no reported impact on the customer¿s blood glucose level. No further actions or outcomes were received since the pump was not returned for inspection.